Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; when the device was connected to the video system center, the device was not detected by the video system center. There was a deep cut on the outer surface of the camera cable. The reported event may have been caused by a defect in the camera cable. The remote switch 3 did not return to its normal position while pressing the remote switch 3. The scope mount wobbled due to loose parts. The camera cable breakage may have been caused by the use of sharp objects. The camera cable unit, rear cover, rear cover packing, 4k switch board, coupler, and remote switch unit were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device was not recognized by the video system center and the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc determined that reprocessing and managing the device together with tweezers, forceps, scalpels, etc. Made scratches in the camera cable. And the water tightness could not be maintained due to the scratches, so there is possibility that the device was flooded and the electronic circuit was short-circuited, and the endoscopic image was not displayed. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.